Event description:
The customer reported that during a bronchoscopy procedure, the particles that broke off was first identified in the left main bronchioles and initially attempted to retrieve with forceps which failed but later was suctioned out successfully. The patient was intubated for better visualization to look for the particle. Additionally, imaging was about to commence when particles was then found to have been suctioned out.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d7a, d9, g2, h2, h3, h4, h5, h6, h11. Corrected field: b2. Based on the results of the investigation, and since the damaged biopsy valve was not returned and we could not confirm whether the reported event had occurred, a definitive root cause of the reported issue could not be determined. Based on the results of the reproduction test, it is possible that the damage occurred due to stress applied when the syringe or forceps were inserted or removed at an angle or due to a component failure of the biopsy valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a bronchoscopy there were particles that broke off the device into the bronchioles. There were no reports of patient harm.